Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a lesion in the mid left anterior descending (mlad) artery with 90% stenosis and calcification. Pre-dilatation was performed. The 2.5x48mm xience xpedition stent delivery system (sds) was advancing when the shaft broke. The delivery system was pulled out. The procedure was completed with an unspecified balloon. There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.